Event description:
It was reported that when the asymptomatic patient presented in clinic during normal follow up, far field r-wave oversensing was observed on the atrial channel. Programming changes were recommended. The device remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.